Manufacturer narrative:
The complaint investigation for false reactive alinity I toxo igg reagent lot number 42074be00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Additionally, in-house testing was completed. Return testing was not completed as returns were not available. The ticket search for lot 42074be00 did not identify an increase in complaint activity. Trending review for the alinity I toxo igg assay did not identify any trends. Device history record review did not identify any non-conformances or deviations with lot number 42074be00 and the complaint issue. In-house accuracy testing was completed with complaint lot number 42074be00. Testing showed that all specifications were met, and no false reactive results were obtained, showing that the lot generated the expected results. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the alinity I toxo igg reagent lot number 42074be00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely reactive alinity I toxo igg result and provided the following data (reference: < 1.6 iu/ml = non-reactive, 1.6 to < 3.0 iu/ml = grayzone, = 3.0 iu/ml = reactive): ID (B)(6): (B)(6) 2022 result = 27.6 (reactive) using reagent lot 42074be00, (B)(6) 2022 result = 0.0 (non-reactive) using reagent lot 44254be00, (B)(6) 2022 result = 0.0 (non-reactive) using reagent lot 44254be00 there was no impact to patient management reported.